Manufacturer narrative:
The pump was returned to animas and evaluated. The keypad buttons were responding intermittently. The keypad was removed and adhesive was found under the contacts.

Event description:
On (B)(6) 2011, the patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that the pump was intermittently unresponsive to up arrow button presses. The patient indicated that the keypad was intact. She denied that the device was exposed to moisture. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was not responding appropriately to keypad button presses. There is no evidence however that the alleged issue contributed to a serious injury. The distributor did not allege any harm or injury because of the reported issue.